Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks. Interrogation revealed right ventricular lead noise, which caused the shocks. The lead was reprogrammed. The lead was later capped and replaced on (B)(6) 2019. The patient was stable.